Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 11 months post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve had become infected with mssa endocarditis and began displaying high gradients. Patient prosthetic mismatched was also diagnosed in the following months as well as stenosis and thickened leaflets. The patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 ultra valve. The procedure went well, and the valve was successfully deployed with a mean gradient of 5mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected and updated: b1 (type of report), h6 (clinical code, device code, investigation findings, and investigation conclusions). Per the initial report, approximately 11 months post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve had become infected with mssa endocarditis and began displaying high gradients. Patient prosthetic mismatched was also diagnosed in the following months as well as stenosis and thickened leaflets. The patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 ultra valve. The procedure went well, and the valve was successfully deployed with a mean gradient of 5mmhg. Additional information received via medical records clarified the mssa endocarditis had occurred more than 2 months post valve implantation. After further assessment of the medical records, it was concluded that the endocarditis caused or contributed to the valve dysfunction noted in the medical records. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest mssa endocarditis caused or contributed to the valve dysfunction. There was no allegation or indication an edwards product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.